Manufacturer narrative:
Without the return of the device, medtronic is unable to determine a relationship between the product and adverse event reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 10 months post implant of this bioprosthetic valve, a transcatheter bioprosthetic valve was implanted valve-in-valve in the aortic position.  The reason for the intervention was reported as aortic stenosis and insufficiency. The patient's gradient average was measured at 42 mmhg. No additional adverse patient effects were reported.